Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for gluc3 glucose hk gen.3 (glu) on a cobas 8000 c 702 module (c702). The sample initially resulted as 3.2 mmol/l and this value was reported outside of the laboratory. The patient was tested with a glucose meter and the result from the meter was 17 mmol/l. On (B)(6) 2016, the customer removed the patient sample from the refrigerator and noticed a clot in the sample. The clot was removed and the sample was re-centrifuged. The sample was repeated for glu and resulted as 18.7 mmol/l. A plasma sample collected at the same time was also tested for glu, resulting as 17.7 mmol/l. The patient was not adversely affected. The glu reagent lot number was 179307, with an expiration date of 11/30/2017.